Event description:
As reported by the user facility information by bbm sales organization in denmark: " chemo leakage". According to the complainant, the pump leaked while being transported to the department. The pump contained the chemotherapy medication, fluorouracil (5-fu). No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An approved project is in place to further address issues with leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.